Manufacturer narrative:
It was confirmed that there were no damages to the outflow graft; the leak was near the outflow graft not on it. There was no unusal patient anatomy. The leak was sutured and bioglue applied. The resternotomy was reported as successful, indicated by an acceptable amount of drainage post operatively. Bleeding, including perioperative bleeding, is a known potential adverse event associated with all lvad implantations as outlined in the instructions for use (IFU). The IFU further outlines to ensure an intact anastomosis without bleeding after anastomosis of the outflow graft is completed. With review of the available information, it appears that clinical and procedural factors contributed to the event with no indication of any device malfunction or performance issues. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation the instructions for use contains device malfunction as a potential event that may be associated with use of the product. Component malfunctions, such as outflow graft damage are recognizable risk factors of the device that may be related to the implant and/or exchange procedure, post-operative management and outpatient care. It is important to follow IFU recommendations related to product inspection, management and related use. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that when the patient returned to the intensive care unit (ICU) post lvad implant medical staff noted significant bleeding from the intercostal catheter (icc) drains (a total of 1250 in 4 hours). The patient was administered 12 units fresh frozen plasma, 12 units of packed red blood cells, 8 units of cryoprecipitate, and 2 units of apheousis and subsequently returned to the operating room for re-sternotomy to repair a leak near outflow graft and aorta anastomosis. After the procedure the patient returned to the ICU with minimal bleeding (30-80 mls/hr). Investigation is ongoing.